Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, two non-penumbra catheters, and a guidewire. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted three smart coils using the handle and two additional coils into the target vessel. The physician then advanced a new smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Next, the physician tried to manually detach the smart coil into the target vessel, but the smart coil would still not detach. After more than eight failed attempts to detach the smart coil using the handle against resistance, the physician decided to retract the smart coil and the microcatheter together. While slightly retracting the microcatheter, the smart coil detached into the target vessel. No additional information regarding the completion of the procedure was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra distributor on (B)(6) 2023: 1. Section b. Box 5. Describe event or problem h3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, two non-penumbra catheters, and a guidewire. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted three smart coils using the handle and two additional coils into the target vessel. The physician then advanced a new smart coil into the target vessel and attempted to detach it using the handle; however, the smart coil failed to detach. Next, the physician tried to manually detach the smart coil into the target vessel, but the smart coil would still not detach. After more than eight failed attempts to detach the smart coil using the handle against resistance, the physician decided to retract the smart coil and the microcatheter. While slightly retracting the microcatheter, the smart coil unintentionally detached into the target vessel. The procedure was completed using a new coil and a new handle. There was no report of an adverse effect to the patient.